Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The thermogard xp ivtm system (sn (B)(6) and icy catheter (lot #185916) were used in an ivtm therapy. The catheter was smoothly inserted into the patient's right femoral vein. During the cooling phase of the treatment, the thermogard system generated an "air trap" alarm. Upon inspection, the 500-ml saline bag was observed empty. There was no blood tinge in the tubing. The customer did not report any evidence of catheter leakage or any suspected saline infusion into the patient's bloodstream. The system was immediately disconnected from the patient. While repriming the thermogard system with a new saline bag (disconnected from the patient), the thermogard system generated an "air trap" alarm again. The second 500-ml saline bag was not empty at this time, and there was no saline on the thermogard console or the patient's bed. No further information was provided. The patient's status information was requested, but the customer did not provide a response.